Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and abortion. Concomitant products included diazepam since (B)(6) 2015 and ibuprofen (ibuprofeno) since (B)(6) 2015. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding with a different color of her habitual menstruation"), back pain ("lumbar pain irradiating to legs"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("strong migraine"), alopecia ("excessive hair loss"), fatigue ("fatigue"), arthralgia ("articular pain") and stress ("stress"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced cervix disorder ("uterine cervix lesion"), endometriosis ("endometriosis") and anxiety ("anxiety") with tachycardia, agitation, irritability and sleep disorder. The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, back pain, pyrexia, decreased appetite, migraine, alopecia, fatigue, cervix disorder, endometriosis, arthralgia and stress outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, cervix disorder, decreased appetite, endometriosis, fatigue, migraine, pelvic pain, pyrexia, stress and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterine cervix lesion and endometriosis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a 30-year-old female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and abortion. Concomitant products included diazepam since (B)(6) 2015 and ibuprofen (ibuprofen) since (B)(6) 2015. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding with a different color of her habitual menstruation"), back pain ("lumbar pain irradiating to legs"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("strong migraine"), alopecia ("excessive hair loss"), fatigue ("fatigue"), arthralgia ("articular pain") and stress ("stress"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced cervix disorder ("uterine cervix lesion"), endometriosis ("endometriosis") and anxiety ("anxiety") with tachycardia, agitation, irritability and sleep disorder. The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, back pain, pyrexia, decreased appetite, migraine, alopecia, fatigue, cervix disorder, endometriosis, arthralgia and stress outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, cervix disorder, decreased appetite, endometriosis, fatigue, migraine, pelvic pain, pyrexia, stress and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterine cervix lesion and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.